Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately high (132 mg/dl) compared to a calibrated lab result. (105 mg/dl) within 10 minutes. (Not within lifescan criteria for precision). No medical attention was received. The pt ate food and/or beverage after using the meter. The customer care rep performed troubleshooting and twice the control solution test was not within range. There is indication the product malfunctioned due to the control solution test. The meter and test strips were replaced and return expected.